Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -18.0/4.0/006 lens tore. The lens was not implanted. The problem was resolved. Status of the eye is reported as, "fine."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).